Manufacturer narrative:
The customer support specialist (css) instructed the customer to recalibrate the assay using another calibrator since their current calibrators (lot number 076756) had been opened since august 2007. The css also advised the customer to run the controls and rerun the original samples, which were frozen, x10. The customer recovered the following using the control: 450 pg/ml 9x and 736 pg/ml 1x. The customer repeated the sample getting values between 50-55 pg/ml 9x and 32 pg/ml 1x. The css instructed the customer to replace the probes and repeat precision run. The customer replaced only the processing probe as the field service representative (fsr) replaced the sample probe in august 2007. After recalibrating the assay with the calibrator and reagent sent by the css, the customer performed another precision study getting the following values: 450 pg/ml 7x and 650, 662, 690 pg/ml. The customer verified that the dispensers were dispensing the correct volume. They replaced the sample syringe valve earlier that morning, the weekly meia verification was due but the last 2x it was performed the values were acceptable and the processing probe was replaced in january 2007. The fsr was dispatched to inspect the instrument. The fsr replaced the mup solution dispenser, checked the volume dispensed from the dispenser (ok), checked the pumps (ok), and probes (ok). The fsr also cleaned the syringe and ran the high control to verify the instrument's performance. A review of the complaint history for axsym system was performed over the time period 8/1/2006 through 11/12/2007. The results of the review did not find other complaints related this issue. Labeling. The axsym bnp reagent package insert states in the limitations of procedure: for diagnostic purposes, the axsym bnp results should be used in conjunction with other clinical data; e.g., symptoms, medical history, etc. If bnp results are not consistent with other clinical observations, additional information may be required for diagnosis. Axsym bnp results should not be used interchangeably with other manufacturer's methods for bnp or nt-probnp determinations. Measurements of bnp should occur prior to natrecor (nesiritide, recombinant bnp) treatment and 2 hours post-treatment the abbott axsym system operations manual volume-1 provides the following information in the section indicated below. Section 7 operational precautions and limitations of result interpretation/reporting axsym assay results/analyte determinations must be used in conjunction with other clinical data, e.g. Symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All of this data must be considered for diagnosis and good patient care management. In section 10 troubleshooting and diagnostics, observed problems the operations manual provides probable causes as well as possible resolutions for the customer's observation under the headers below; meia test results too high results erratic, discrepant, and/or experiencing imprecision. This is the final report. End of report.

Event description:
The account stated that the axsym analyzer generated a discrepant axsym bnp result on a patient that did not match another analyzer. A result of 660 pg/ml was generated which when repeated after recentrifugation was 194 pg/ml. In addition a control result of 3400 pg/ml was generated with an expected value of 440 pg/ml. It was not stated what the other analyzer was.